Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump is dead and the customer's blood glucose level was 459mg/dl. The mother states they were changing sets, and while priming the device alarmed for no delivery. The mother was driving home and will be administering manual injection on customer to treat the highs. The mother will call back at a later time to troubleshoot.